Event description:
Hosp ICU personnel responded to a pt, condition unknown. The device was connected to the pt with ECG electrodes and disposable pacing defibrillation/ECG electrodes to administer external pacing. According to the rptr, the device would not pace the pt. The pt's condition deteriorated to a cardiac arrest and was shocked by the pt's implanted cardiac defibrillator (ICD). The pt was resuscitated.